Manufacturer narrative:
(B)(4). Batch # unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device's clips were malformed. They were scissored and j-hook shaped and not closing properly. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information available at time of call.